Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the first distal strut in a lifted state. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50x16mm synergy drug-eluting stent, it was noticed that the distal edge of the stent strut was lifted. The procedure was completed with a 3.5/18mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50x16mm synergy drug-eluting stent, it was noticed that the distal edge of the stent strut was lifted. The procedure was completed with a 3.5/18mm non-bsc stent. No patient complications were reported.